Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device had experienced an infection at their wound site. Due to this reason, the icm device was explanted. No additional adverse patient effects were reported. This icm device has not been returned.